Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an open procedure to repair a subxiphoid incisional ventral hernia on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent a revision surgery on (B)(6) 2015 where the surgeon noted ¿a recurrent incisional ventral hernia and pain with adhesions¿. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/30/2019. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.